Event description:
As reported, the hospital hooked a 30cc syringe up to the stopcock/fluid delivery set/checkvalve/waste bag assembly in the navilyst convenience kit. Air was aspirated, with only a small amount of saline. No air was injected and there was no pt injury. It has been reported that the used device will be returned for evaluation.

Manufacturer narrative:
While it has been indicated that the device used in the reported event will be returned to navilyst medical for evaluation; to date, no sample has been received. Upon receipt of the sample / completion of the investigation, a supplemental medwatch will be submitted. (B)(4).